Event description:
The patient was implanted with mentor saline filled mammary prostheses. Subsequently, according to the patient's attorney, the patient experienced bilateral deflations. No other information is available.